Event description:
It was reported that the screw thread at the distal end luer lock of a small volume infusor was damaged. This was found after filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection on the unit verified the reported problem. The thread located inside of the white distal luer was found to be damaged. As a result of the luer thread damage, the blue winged luer cap was not able to fit properly when connected the distal luer. The cause of this damage could not be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lot 14a026 was manufactured between january 20, 2014 and january 21, 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.